Event description:
An (B)(6) male pt underwent evar on (B)(6) 2012. The physician put a main body graft through les from left side and unsheathed until open the contralateral limb and then release safety lock, release pinvise and pushed inner cannula to try to open the top cap but could not move and the doctor did not try again and again. It was moved very difficult and took about 10 mins and finally it was released. Pt outcome was not provided by the rptr.

Manufacturer narrative:
Pt outcome was not provided by rptr. Top cap difficulties are address in the IFU. Event eval: still under investigation.